Event description:
I had essure implanted into my fallopian tubes in (B)(6) 2011. Six months later, I was diagnosed with graves disease. It took about a year and a half to get my thyroid back under control. I slowly developed widespread pain in the months that followed and was eventually diagnosed with fibromyalgia, chronic fatigue, and degenerative disk disease. My periods also became irregular. The bleeding became constant with little help from a birth control pill. I was also having a lot of hot flashes. I was diagnosed with fibromyalgia in 2013 or 14. My overall pain and fatigue kept increasing until I was on opioid pain medication. Even with the pain medication, I was barely able to function. The past 2 years have been really horrible. I struggle to take care of myself, much less my kids, house and husband. I would not be able to work if I needed to. I had a frequent pain in my lower belly. My periods were still irregular and I often cramped or felt pain for no reason. I've had blood work, ultrasounds, x-rays and MRI's, all of which show absolutely no cause for the majority of my pain. Everything is "normal". I am now 6 days post op from a hysterectomy which removed my cervix, uterus, fallopian tubes and essure which was inside of the fallopian tubes. My body feels so relieved and for now at least, most of my pain has subsided aside from normal soreness from surgery. I have missed out on the past several years of my life and I believe essure is the reason why.